Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the device was in used condition. Review of the event history log showed invalid syringe size. The reported issue was not duplicated during functional testing. The device passed all functional testing. No issues were found.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that unit doesn't want to infuse. There is unknown patient involvement.